Event description:
The device was used during a low anterior resection procedure. Reportedly, the staples did not form properly and there was tissue loss. The surgeon manually sutured to complete the procedure. The hosp has reported the pt's condition is satisfactory.